Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on using both ac and battery power and remained on when switching between ac and battery power. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. The customer's battery was charged for 15 hours and remained on for approximately 5 hours and 40 minutes prior to low battery alarm and shutdown. It was determined the rad-8 battery does not hold the minimum charge capacity that is acceptable. A service history record review reveals that this unit was in the field for over five (5) years with no previous reported issues related to this reported event.

Event description:
The customer reported the battery will not hold a charge for more than 3 hours, even with a new battery/ no errors or alarms. No patient impact or consequences were reported.